Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was received for evaluation. A visual inspection was performed with the naked eye and a microscope, a damaged patient connector was noted. A leak test and clear passage test were performed with no issues noted. A clamp test was performed with an issue noted unrelated to the reported problem. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a damaged patient connector was noted on the minicap transfer set. No patient injury or medical intervention was reported as a result of this event. No additional information is available.